Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and cine bridge board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a cine disk error message, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There are no reports of pt injury or death associated with this event.